Event description:
When the customer powered on the thermogard xp ivtm system sn (B)(4) to start the ivtm treatment, the console displayed tcmid:08 (coolant temp low) error message. The customer attempted to clear the error message by re-starting the thermogard system three times, but the console powered on with the tcmid:08 error each time. After five minutes of troubleshooting the problem, the customer contacted zoll for help. During troubleshooting with the zoll sales representative, the thermogard system displayed tcmid:06 (ce post failure) error message. The customer decided to use an arctic sun console to perform the treatment. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (B)(4) displayed tcmid:08 (coolant temp low)" was confirmed during the system's event log data review. The reported complaint that "the thermogard system displayed tcmid:06 (ce post failure)" was confirmed during the system's event log data review and functional testing. The root cause of both the reported error messages was the failed coolant (march) circulating pump, most likely due to the age of the device. The thermogard console was manufactured in (B)(6) 2015 and is over seven years old, well beyond its expected service life of 5 years. During visual inspection, the zoll service personnel noticed that coolant (propylene glycol) was not circulating inside the coldwell tank. The system's event log data revealed multiple tcmid:08 and tcmid:06 error messages on the customer's reported event date, confirming the reported complaint. The thermogard system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, confirming the reported complaint. To troubleshoot the problem, the service personnel sequentially exchanged the pic-16 circuit board, the I/o circuit board, and the danfoss controller, using known-good service parts. But the tcmid:06 issue persisted. Other troubleshooting steps, including confirming heater electrical resistance and inspecting interconnecting cables were also performed, but no issue was found. Subsequently, the zoll service technician disassembled the coolant (march) pump and found that the impeller was cracked and contained foreign objects. Technical investigation determined that the root cause of both the reported tcmid:08 and tcmid:06 error messages was the malfunctioning coolant (march) circulating pump, which was replaced to remedy the faults. After replacing the coolant pump, zoll service confirmed that the console functioned as intended without any problems. Zoll is awaiting the customer's approval for repair and service completion. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(4).